Event description:
It was reported when the package of the preloaded intraocular lens(iol) was opened, and proceeded for deployment the syringe came out of the side instead of at the end of the device. There was no patient contact. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is during 2017. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1:surgeon's email address: unknown/ asked but not available. Device evaluation: the product testing could not be performed as the product was not returned. A customer photo was provided and evaluated. The photo displays the suspect product cartridge and the lens can be observed to be stuck in the cartridge with a portion of the lens sticking out the side of the cartridge. The cartridge can be observed to be cracked and the cartridge tip can be observed to be deformed. Due to no product being received, no further evaluation could be performed and no further issues could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, the dc-cartridge tip cracked/damaged reported in the initial report was reassessed as not reportable as there is no patient contact. Therefore, this follow-up #1 is being submitted to provide the corrected data. There will no longer be any further reporting under MFR report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.